Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4) reason for original complaint: litigation alleges patient had pain, difficulty walking and sleeping, shortness of breath, fatigue and an unexplained cold/infection after asr hip implant. Udpate 8/29/2016 - patient was revised due to pain. Part and lot were updated for cup and head. Sleeve was added to the complaint. Complaint was updated 9/7/2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened